Manufacturer narrative:
A ge representative evaluated the system and reseated a cable connector. The system operates as intended.

Event description:
The customer reported the system shut down during a procedure. No patient injury was reported.